Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The physician was direct stenting a 75% stenosis in the mid-rca. He inflated the balloon to 9 atms and the stent was successfully deployed. However, following implantation of the stent, the balloon would not deflate. Several attempts to deflate the balloon was forcefully retracted back into the guide catheter, the balloon ruptured and the catheter cracked. The system was removed as a unit. No pt injury or complications were reported. The pt was reported to be stable.